Event description:
Caller alleged discrepant results. Results as follows: date: (B)(6) 2010, inratio: 3.5-4.5, coumadin clinic: 3.5-4.5. Caller reports that his inr has been high lately, both on the inratio meter and at the coumadin clinic. His doctor is adjusting his coumadin dose as necessary.

Manufacturer narrative:
There is no clinical significance in the discrepancy analysis for customer did not provide the inratio and lab value to calculate the confidence limit. The decision for investigation cannot be determined. Trend analysis is not required due to no strip lot information provided. This issue will be subject to tracking and trending. Corrective action not required at this time.